Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 40 mg/dl at time of incident and current blood glucose level was 235 mg/dl. The customer¿s blood glucose level was 250 mg/dl. The customer was treated with juice. The customer does not allege pump was over delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was advised to follow up with health care professional and to call in the future at the time to be able to troubleshoot. The insulin pump will be returned for analysis.